Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of other organs') and device dislocation ('migration of the essure devices to abdominal or pelvic cavity') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown and the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of other organs') and device dislocation ('migration of the essure devices to abdominal or pelvic cavity') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("stress") and was found to have a pregnancy with contraceptive device ("unwanted pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown and the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes"), perforation ("perforation of other organs") and device dislocation ("migration of the essure devices to abdominal or pelvic cavity") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of smoker, vertigo, obesity, headache, migraine, parity 2, gravida ii, uti, pain in lumbar spine, anxiety, depression, chest pain, heavy menstrual bleeding, fatigue, cystitis, uti, stress, depression, flank pain, gastritis, black stools, bladder infection, nausea, paresthesia, anxiety, asthma, numbness, kidney stones, rash, fever, sweaty, tubal ligation, smoker (smokes 1/2 a pack daily), urethral pain, smoker, headache, breast pain, flank pain, dysuria, presyncope, tachycardia, tachycardia, chest pain, ataxia, tinnitus and vertigo. The patient had a family history of heart attack. Concurrent conditions were listed as abdominal pain, dysmenorrhea, weight gain, anxiety, uti, cystitis and low back pain. In 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced uterine perforation (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), pregnancy with contraceptive device ("unwanted pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("stress"). The patient was treated with surgery (bilateral salpingectomies). At the time of the report, the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. The outcomes for uterine perforation, fallopian tube perforation, perforation, device dislocation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [cystogram] on (B)(6) 2014: reason for exam: recurrent utl's and ? Reflux. Report: tubal coils seen in the pelvis. Bladder normal outline. No evidence of reflux. The patient completely emptied the bladder as noted on the post void examination. On the post void examination there is no evidence of reflux seen. [Ultrasound pelvis] on (B)(6) 2015: reason for exam: ? Renal colic. R/o hydronephrosis history: left flank pain, severe and intermittent. Hematuria. Renal colic rule out hydronephrosis. Findings: endometrial reflection is 1 cm. There are bilateral essure coils seen in good position in the uterus. There is a follicle in the left ovary. There is a physiologic amount of free fluid.; on (B)(6) 2021: findings: the uterus is normal in size and nongravid with a normal-appearing endometrium measuring 6 mm. The ovaries are well-visualized bilaterally and normal. There are no fluid collections or masses within the adnexal lesions. No free fluid. Impression: normal sonographic evaluation of the pelvis [ultrasound scan] on (B)(6) 2009: the patient is pregnant with edc of (B)(6) 2010 by dates. She presents with vaginal hemorrhage and cramping. This examination is done for further evaluation [x-ray] on (B)(6) 2018: reason for exam: history of renal stones; right flank pain typical; query opaque stone. Findings: no calcific densities in the kidneys or the ureters to suggest renal stones disease. Essure devices an ICD in the pelvis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: medical record received. Lab data updated . Medical history & concomitant conditions were added. Essure removal date updated. New reporters are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.